Event description:
Rn scrub nurse noticed holes in the sterile arm drape. Discarded it and a second drape was opened. Rn noticed holes in second sterile drape also. It was discarded and a third drape opened. Third drape was satifactory. Case proceded without incident.